Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool anymore. Per review of wo on 01jul2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000/was evaluated upon receipt. During the evaluation it was found that the reported issue is not clear - device cannot cool down water temperature. Potentially a defective chiller although this cannot be confirmed. Device will not be repaired at customer request. (Arctic sun 5000) no error code observed. None - device will not be repaired at customer request. Too costly and they plan to buy new. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device does not cool anymore, because of the defective valve at the chiller.